Manufacturer narrative:
Concomitant medical products: d314drg, ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of ventricular fibrillation (vf) and torsades that was observed while the patient was connected to an electrocardiogram. The episode was not detected or treated due to right ventricular (rv) lead undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.